Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date in section b3 is the date abbott diabetes care (adc) became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower scan result on the adc device compared to an unspecified reading obtained on a competitor brand meter. It is unknown if the customer experienced any symptoms of glycemic instability. The customer presented to a healthcare professional (hcp) for treatment; however, it is unknown what type of treatment was provided for the reported issue. There was no report of death or permanent impairment associated with this event. An additional glucose reading by the adc device sensor scan of 131 mg/dl when compared to a blood glucose test result of 310 mg/dl obtained on a competitor brand meter, the result when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The length of wear was 5 days. It is unknown when the values were obtained with regards to the time of the medical event.